Event description:
Healthcare professional reported for right side "quality failure - right prosthetic rupture", "right implant with folded membrane and increased permeability due to intracapsular rupture" and "it has peripheral folds", "inflammation and pain." The device remains implanted.

Manufacturer narrative:
Continued e1 (phone no.): (B)(6). Clarification g4 (PMA): the device is PMA approved. PMA/ 510(k)# is p020056. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.